Manufacturer narrative:
Results: eval of the returned unit found the nurse call receptacle's housing is damaged but the internal mechanism of the nurse call receptacle is still intact. When in use, the red led at the nurse call test fixtures toggles on and off when the nurse call cable is moved. The nurse call cable does not have a secure fit when the nurse call cable is inserted to the nurse call receptacle. The unit passed all other functional testing. (B)(4).

Event description:
Customer reported the nurse call input is pushed in and a rattling noise can be heard. The date when the issue was discovered was not provided. No pt incident or injury was reported.